Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter is not currently available at this time. A medtronic representative went to the site to test the equipment. Testing revealed that cd drive will not respond to user input, computer on the main cart was displaying no signal detected and a damaged computer fan. Once the cd drive, computer, and a external axiem cable was replaced, the system passed checkout successfully. Analysis found that the reported event was related to a electrical issue. Analysis on the returned cd drives resulted in no failure being found. Analysis on the returned computer determined that the wire from the internal power supply to the cd-rom is damaged. Analysis on the external axiem cable determined that the cable jacket has separated at the lemo connector exposing the shield wire but no bare conductors. The cable is also bent at the lemo connector strain relief.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site was unable to load patients in the ent via cd. They were receiving a message stating 'unable to write to hard drive'. It was noted that the software was reinstalled and the size of exams directory was ~300gb. The site was able load without issue in cranial 3.1. There was no patient present when this issue was identified.